Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the device double trigger handpiece part number 89-8507-400-00 serial number (B)(4) did not work anymore. The surgery delay was between 1 and 2 hours due to the time needed to change the product. The patient was under anesthesia during the time of the delay. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy. However the event reported by the customer was not confirmed as the device was functional. As repair, motor was replaced with the potted wired controller and battery support. After repair, the device passed final tests and it was returned to the customer.

Event description:
It was reported that the device double trigger handpiece part number 89-8507-400-00 serial number (B)(4) did not work anymore. The surgery delay was between 1 and 2 hours due to the time needed to change the product. The patient was under anesthesia during the time of the delay. There was no additional harm or injury to patient/operator reported.